Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that they had to have a pocket revision due to erosion, due to the size of the implantable pulse generator (ipg). The patient stated the ipg was sticking out over the clavicle which required the pocket revision. Follow-up with the physician did not yield any additional information. The device remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that they had to have a pocket revision due to erosion, due to the size of the implantable pulse generator (ipg). The patient stated the ipg was sticking out over the clavicle which required the pocket revision. Follow-up with the physician indicated the revision was for persistent pocket pain. The patient was also upset because he was supposed to have a magnetic resonance imaging (MRI) and his doctor should have known he wouldn¿t be able to have the MRI done in the thoracic region with this device implanted. The device remains in use. No further patient complications have been reported as a result of this event.